Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2014 with the following findings: the reported call service alarms were observed in the pump history. The rewind, load, and prime steps were performed without the pump emitting an alarm. The pump was exercised for 24 hours with no alarms occurring over the course of the test. The alleged issue was confirmed in the device's history, but could not be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was alleged that the alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.